Manufacturer narrative:
(B)(4).if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03209 and -03210.

Event description:
It was reported that during cleaning after surgery the ball bearing from the tasp was missing. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional shims each exhibited signs of use and were each missing one ball bearing. The missing ball bearings were not returned for evaluation. The device history records were reviewed and no discrepancies were identified. A corrective and preventative action investigation for this issue initiated a field action to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. Therefore, the root cause is attributed to be the aforementioned design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.